Manufacturer narrative:
The report from the field indicated that the patient underwent the index procedure in 2004. During the deployment process, the balloon on the cypher stent delivery system would not inflate, and upon inspection, it was noted that there was a leak in the hub. The report indicated that the guidewire position was not lost, and another cypher stent was utilized to complete the case. There was no patient injury reported with this event. Additional information will be submitted within 30 days upon receipt.

Event description:
Air leak at the hub connection.